Manufacturer narrative:
Initial.

Event description:
It was reported that after a pump site and needle change, the user experienced a rapid decline in glucose from approximately 99 mg/dl to the mid-50s with an urgent low soon alert, consumed a small can of orange juice shortly thereafter, and remained on the line until the sensor indicated a rise to about 62 mg/dl; the medical device problem and device component were not specified due to insufficient information. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention consisting of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to link the event to a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.